Event description:
It was reported that the burr detached and required snaring for removal. The target lesion was located in the middle left circumflex coronary artery with an angle over 45 degrees. A 1.50mm rotalink plus was selected for use. During the procedure, the device was advanced through the lesion with a rotational speed of 140000, however, the burr got stuck in the lesion. When the physician moved the device, it got detached from the catheter. A snare was used to catch the burr and after several attempts, the burr was pulled into the guiding catheter and removed. The procedure was not completed due to this event. There were no complications reported and the patient was stable.